Event description:
It was reported that before opening the package, the customer found a hair in it. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One unit was returned for evaluation and pictures of the failure was provided. Unit returned was received inside of a plastic bag which is not the original package: observation: the non-conformity as hair contamination is confirmed. Other analysis: on november 2021 an internal issue was reported for hair contamination and a nonconformity was open it - ncr p4b1174 root cause for ncr p4b1174: human (behaviour): inconsistency in the correct use of gowning per fm-tijsop405-03. The cause of the reported problem was traced to the manufacturing process. The lot 4199184 was manufactured with 3,600 ea. Lot met the requirements to release. Lot with no deviations identified during their manufactured.